Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was only delaminated, but the upstream occlusion (uso) seal was found to be buckling. Service history identified the complaint was not related to a previous service of the device within the review period. No issues were found in the event history log. The dso seal was replaced preventatively, and the uso seal was also replaced.

Event description:
It was reported that the downstream occlusion sensor seal had been broken. The event had occurred during testing. There was no patient involvement.